Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During device inspection/testing, it was reported that the device did not have voice prompts upon power on. There was no pt use associated with the event.